Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 22118521. (B)(4).

Event description:
Caller tested 1.0 inr, 1.0 inr (strip lot 22452921) and 4.0 inr (strip lot 22118521) on the coaguchek xs system. Results were obtained using different strip lots. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.